Manufacturer narrative:
A complaint investigation was initiated for this event. Inventory was returned from another country, and evaluated to ensure pumps were performing as expected. The investigation included: performance eval and medical eval. The evaluations showed that all products returned performed as expected and the medical opinion found that the pump would not be responsible for the adverse event. The surgical technique, age of pt and pharmaceuticals are suspected as the root cause of this event. A copy of the investigation report is attached. Attachments: internal report 3/9/2005, internal report 12/1/2005, ibc lab report 2007, gish report 2007, medical review 2007.

Event description:
Patient had increased free hemoglobin. Ibc flopump was listed as a potential cause. Event information provided by distributor to ibc via email. Distributor did not provide any specific patient or hospital information. Distributor informed ibc in email that the hospital informed verbally the distributor salesman of this verbal incident.